Event description:
Pt received a 3.0mm diameter x 15mm length endeavor sprint rx stent in the mid rca, and a 3.0mm diameter x 30mm length endeavor sprint rx stent in the prox rca with overlapping during index procedure with no issue reported. During procedure, pt also received an endeavor sprint rx stent in the mid lad. However, it was reported that 25 months post procedure the pt presented with symptoms of angina. Angiogram of the rca was performed which confirmed stent thrombosis of the proximal rca. Revascularization (balloon only and cutting balloon) was performed to rca with good results. Investigator has indicated that event was related to the study stent. It was reported that during revascularization the pt received one endeavor resolute rx drug-eluting stent in the mid lcx. Pt is reported to be recovered. No other clinical sequelae were reported. (Ref MFR # 9612164-2011-00437).

Manufacturer narrative:
(B)(4). Eval, results: (st, tvr).